Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that beginning post-operatively sometime in (B)(6) 2017 the patient was unable to charge. The patient also felt heat at the battery site while charging so they are now refusing to charge which led to the battery dying due to patient noncompliance. The physician checked the battery pocket and there was no sign of an infection. On (B)(6) 2017 the patient was scheduled to meet with their healthcare professional (hcp) regarding the possible infection because the pocket felt hot while charging but they were a no show to the appointment. The rep spoke with the patient to tell them it was important to have the pocket checked and to be sure they were charging properly but the patient indicated that they would come back another time. The rep asked the hcp to tell them when the appointment was made for. On (B)(6) 2017 the hcp told the rep that the patient had come in but it was too late to send a rep in a reasonable amount of time. The hcp stated that the pocket looked fine. The patient was upset about the difficulty charging. The rep called the patient and the patient stated that they just want the whole thing rem oved, they do not have the patience to do the charging, and are afraid it might heat up again. The rep told the patient to meet with them monday to at least check it and instruct them on proper recharging. The patient refused stating that they just do not feel like dealing with it. The rep informed the hcp of their conversation. The issue was not resolved at the time of the report but the rep would obtain further information from the hcp next week. The patient was noted to be alive with no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-09. The rep stated the patient was seen on b)(6) 2017 for their initial post-operative reprogramming and recharger training. The patient was due to see them again on b)(6) 2017 for a follow up on the complaint of the battery feeling hot when recharging. The patient did not show up for their appointment and when they called the patient they said that they missed their turn and had gotten lost and decided to just go home. On that phone conversation the patient said that they did not like the system and hated the charging system and was going to ask their healthcare professional (hcp) to take it out. The rep asked the patient to at least meet to try to help but the patient refused. The hcp office called and told the rep that the patient was going to the office on b)(6) 2017 so the rep went to try and see the patient but they cancelled. The patient refuses to try to recharge and only insists on having it removed. They do not know what the hcp has decided as of yet. The cause of the heating remains unknown. The information provided was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient would not allow the rep to trickle charge and recover the device from over discharge. The patient may opt to recover from over discharge at a later date. The patient was reluctant to move forward with recharging, but stated they would consider it. The results of the blood work were unknown/not reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that on a thursday in mid (B)(6) of 2017, the patient was welding and the battery site became hot and he could not turn off the device. It was noted that the remote displayed a sad face. The patient took his pants off and the skin was discolored. The patient decided to just live with it, and it stopped the next day. The rep thought this was due to a drained battery. It was noted that stimulation had been turned off when the patient was welding, so it was unclear if it was on or off before it stopped. The patient had not used the system since, and on (B)(6) 2017 it was in overdischarge. The rep was not sure if it was relevant, but noted that the doctor ordered some blood-work. The rep thought that maybe this was to rule out an infection.